Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during an acl reconstruction, when the ultrabutton was inserted into a bone hole and adjustable suture was applied tension, the adjustable suture and loop broke. The procedure was completed with a surgical delay of 3 hours using a smith and nephew back-up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. Several pieces of frayed suture were returned with biological debris on them. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification found that the requirements for the material and the material must comply with provided certificate of conformance. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) excessive force. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H2: additional information on: d4 (lot number, expiration date) & h4.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. Several pieces of frayed suture were returned with biological debris on them. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification found that the requirements for the material and the material must comply with provided certificate of conformance. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) excessive force. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: h2: additional information on: b5 & h6 (health effect - impact code).

Event description:
It was reported that during an acl reconstruction, when the ultrabutton was inserted into a bone hole and adjustable suture was applied tension, the adjustable suture and loop broke. Only the broken loop was removed from the patient's body, the ultra tape was attached of the graft and tied to the button. The procedure was completed with a surgical delay of 3 hours using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H11: this report was inadvertently submitted under manufacturer number ¿3006524618¿, the correct manufacturer number is '1219602¿.